Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on three (3) units of a 9l effluent bag at the weld even when clamped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: three actual samples were returned for evaluation. The samples were visually inspection by the naked eye and no issues were observed. The samples were then filled with water and hanged, upon further visual inspection, a leak from the junction tube to the bag was observed. The reported condition was verified. The cause was product assembly related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.